Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was not confirmed. However during evaluation, it was noted that that the device locking mechanism was stiff, the trigger was not moving smoothly and there was component damage. The device also failed pretests for check triggers and check the attachment coupling. The assignable root cause was determined to be due to component failure. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device locking mechanism was stiff, the trigger was not moving smoothly and there was component damage. It was further determined that the device failed pretest for check triggers and check the attachment coupling. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.